Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. Data was received but does not reflect the full investigation window. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.